Event description:
Dexcom g6 sensor inaccuracy: 7:37am g6 reading 59, finger stick reading is 79. That is a mard of 25.3%, which is outside the rule 20 allowed stipulation set by the FDA. Dexcom g6 sensor inaccuracy: 8:53am g6 reading 235, finger stick reading is 164. That is a mard of 43.3%, which is outside the allowed 20% range. Inserted (B)(6) 2024. Activated on (B)(6) 2024.

Event description:
Dexcom g6 sensor error > 3 hours. Replaced sensor. Dexcom g6 sensor inaccuracy: 1:15pm g6 reading 76, finger stick reading is 97. That is outside the rule 20, and is a mard of 21.6%, which is outside the allowed 20% range. Dexcom g6 sensor inaccuracy: 7:34am g6 reading 108, finger stick reading is 88. That is a mard of 22.7%, which is outside the allowed 20% range. Dexcom g6 sensor inaccuracy: 7:38am g6 reading 211, finger stick reading is 170. That is a mard of 24.1%, which is outside the allowed 20% range. Additional information received from reporter on 9/17/2024 for report mw5159604.